Event description:
The facility reports the incident occurred during a two-person transfer from the bed to the chair for weight measurement. The resident was in the sling, which was attached to the lifter. As soon as the lift was attempted, a noise was heard from the jib assembly. After raising to an unknown height, the hanger bar became detached. The bar was caught by the aide before landing on the resident, who landed on the corner of the bed. The threaded bolt fell and landed on the resident's chest. The two aides then, using the sling, pulled the resident to the center of the bed and removed the sling to free the hanger bar, preventing any injury.

Manufacturer narrative:
The lifter and sling were evaluated. The left rear castor bolt was loose, there was minor scuffing to the protective covers on the chassis, but the lift was in good condition coverall with normal wear. The roll pin which secures the clevis bolt in the boom was missing. The clevis bolt threads were found badly stripped, but the internal threads on the boom pivot piece were in good condition. No issues were noted with the sling. With the exception of the detached hanger bar, the lifter functioned properly. The lifter was returned to the manufacturer for eval. If the roll pin is missing, the clevis bolt will unscrew slowly. As the bolt unscrews, the number of rings engaged in the scale becomes insufficient to support the lifting action, and the bolt will strip under the applied load (unknown in this case) and the hanger bar will detach. The manufacturer cannot confirm if the cause of the missing roll pin is due to a manufacturing problem or an action in the field, as, in most cases, the presence of the pin doesn't leave any signs of wear, even after its removal. However, because verification is done at the end of the production on each device to make sure the roll pin is in place, the manufacturer concludes this is an isolated case.